Event description:
Surgeon unable to coagulate with iglesias resectascope. Buzz type noise noted with smoke from esu/resectascope and connection point. Resectascope and esu changed. New resectascope/esu used with same problem. Patient bleeding so procedure aborted. Patient required repeat procedure on 4/11/94. Biomed engineer noted fluid at esu/resectascope connection point on one system.